Event description:
During a lap hiatal hernia procedure, the pt had some scar tissue, physician attempted to push through to the peritoneum and the device broke at off at the rib juncture. The portion which was broken off was removed from the pt. No pt consequence.